Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the hcp said the cause of the infection was because the patient was malnourished. The device was removed and will not be placed again because of patients size and poor nutrition. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported the patient was having pain at her ins site and came in for a site check on wednesday december 17th. The hcp looked at her buttocks incision to see the battery had eroded through the skin and was visible. Patient was then put on schedule for the next morning for explant. It was reported that the patient had poor nutrition so the physicians were checking in with her a few times. Each time she came in she still had a scab over her incision. The last time the scab was no longer there but the battery was visible and exposed. Patient had very low bmi. The hcp did not think patient was able to heal because of her poor nutrition and low body weight. Patient was reported to be less than 100 lbs. Device was removed and sent into the hospital for swabs because of infection. Issue was resolved. No further complications were reported/anticipated.